Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the investigation was performed based on the photos provided. The customer returned four photos of the 30gx8mm bd syringe polybag. The customer reported that two boxes were found where the packaging was torn and lacked information. The photos were examined, and it was observed that the lot number, expiration date and manufacturer date is missing from the back of the pouch. However, the reported defect of torn packaging cannot be confirmed as none of the photos exhibits this issue. Therefore, damaged shelf carton is unconfirmed. A review of the device history record was completed for batch# 2255731. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of (missing label information). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm there was missing label information. There was no report of patient impact. The following information was provided by the initial reporter: we found 2 boxes- the packaging was torn and lacked information.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm there was missing label information. There was no report of patient impact. The following information was provided by the initial reporter: we found 2 boxes- the packaging was torn and lacked information.